Manufacturer narrative:
The device was explanted due to elective replacement. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with non sustained rv oversensing due to post paced t wave oversensing. The patient did not receive therapy during oversensing. Programming changes were made. Patient was stable prior, during and post procedure.